Event description:
While wearing the sound processor, the patient reportedly experienced loss of lock between the external equipment and cochlear implant. The patient was seen at the clinic for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.